Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the black box shows on (B)(6) 2013 00:16 a ¿replace cartridge¿ alarm was recorded; units remaining in the pump were 0u. On (B)(6) 2013 00:22 a ¿loss of prime¿ eaw-162 was recorded due to pump not being primed after rewind. No valid ¿loss of prime¿ events were observed in the black box. The pump completed a rewind, load cartridge and prime sequence with no errors. A 24-hr duration test was completed with no errors or alarms occurring. Pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. Force sensor is detecting the correct force. A crack extending from the threads of the battery compartment to the case seal was observed. Removed the pump cover; no evidence of contamination or damage was found. Unable to duplicate the reported complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient hospitalized for a blood glucose of 700 mg/dl with abdominal pain and moderate to large ketones. The reporter indicated that the patient¿s health care provider in the hospital requested that the pump be replaced. The reporter stated that the pump had 141 units of insulin at 12 am and the pump history indicated that the pump alarmed for an empty cartridge at 12:16 am. The pump prime history was reviewed and found that the pump was primed for 14.2 units with a fill cannula of .3 units; the reporter indicated that the pump was off of the patient and the site was not being changed at that time. This report is made based on the allegation of the patient¿s hospitalization for hyperglycemia associated with an allegation of a pump prime issue.